Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 869-021, 510k# k040962 and (B)(4) is cleared for the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis for the initial surgery: adjacent segmental disorder at upper level procedure: extension of fusion with connector due to rod breakage. It was reported that on an unknown date, post-op, the rod was broken at the site between l1 and l2. As a result, patient underwent a revision surgery. During the revision surgery, l2 screw was removed and the fixation was extended from th10 using connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, fragments of the rod remaining in patient. While the superior portion of the broken rod was removed, inferior portion was connected with new rod with rod connector.